Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The reported product has been discarded and is not expected to be returned. A follow-up report will be filed if product is returned. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports while in the hospital their adc device was too hot to hold and smelled of burning plastic. No visible fire, visible smoke, electric shock or explosion was observed. It is unknown if the customer's device was too hot to hold and smelled of burning plastic during testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on (B)(6) 2023. Adc field action fa1005-2023 was issued to the us (B )(6) 2023